Event description:
A report was received that the patient had an infection at the ipg site. The patient was given levofloxacine an oral antibiotic. The physician believes infection was device and procedure related. The patient is reportedly doing well.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was given levofloxacine an oral antibiotic. The physician believes infection was device and procedure related. The patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was experiencing an increase in creatinine levels. The increase in creatine is possibly procedure related.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was given levofloxacine an oral antibiotic. The physician believes infection was device and procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the increase in creatinine levels was device related. To prevent the increase of creatinine levels, ace inhibitors and aldosterone antagonist were stopped and metformine was reduced.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was given levofloxacine an oral antibiotic. The physician believes infection was device and procedure related. The patient is reportedly doing well.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was given levofloxacine an oral antibiotic. The physician believes infection was device and procedure related. The patient is reportedly doing well.

Manufacturer narrative:
A report was received that the patient had diastasis of the medial wound of the ipg pocket. The patient was given levofloxacine, an oral antibiotic. The physician believes the symptom was caused by the device and the procedure. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).